Event description:
Recorded episodes reportedly showed the presence of ventricular noise oversensing. Preliminary analysis showed that the ventricular oversensing is from atrial origin (oversensing of p waves in the ventricular channel).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Recorded episodes reportedly showed the presence of ventricular noise oversensing. Preliminary analysis showed that the ventricular oversensing is from atrial origin (oversensing of p waves in the ventricular channel).